Manufacturer narrative:
One level 1 hotline low flow system was returned for investigation in new condition. The float switch and enclosure were heavily stained red, the lcd on the pcb was damaged, the micros witch was defective, both covers were cracked, and the line cord was worn. The investigator started with a visual inspection and then filled the tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported product problem (damaged display) was verified during the test. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The damage was attributed to the user. A user issue was established as the root cause. The pcb on the unit was replaced in order to restore the unit to proper functionality.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) had a broken display. No patient injury or complications were reported in relation to this event.